Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair, two expressew iii auto-capture + suture passer failed. The jaw of the first one would not close, and kept opening. The second one had a stuck needle. New devices were used to complete procedure. The complaint device was received and evaluated. Visual observations revealed that the device was worn due to the marks of wear and adhesive tape near the shaft. It observed that jaws doesn¿t close normally contributing to the holding issue. Besides, the upper jaw was slightly loose when the jaws are closed. Therefore, this complaint can be confirmed. It is not possible to test its functionality since it did not hold the sample strip as expected. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a re-usable device, this failure has possibly occurred after using it in this manner for many procedures. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore, a manufacturing record evaluation is not required.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure, it was observed that the expressew iii auto capture + suture passer device failed. According to the report, the jaw on the device would not close, and kept opening. During in-house engineering evaluation, it was determined that the jaw did not close normally contributing to the holding issue while the upper jaw was slightly loose when the jaws were closed. Another like device was used to complete the procedure. No surgical delay, or patient consequences reported. No additional information was provided.